Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was 130 mg/dl. The customer stated that they had replaced battery and the screen was blank and cannot make the battery work. It was stated that the display was flashing white. The customer was advised to get aa batteries and then to call back to clear alarms and go over settings. The insulin pump will not be returned for analysis.